Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse was unable to reproduce the issue upon initially testing the unit with trainer and testing catheter. The fse was unable to identify autofill failure alarms on logs, but gas gain alarms. The fse then performed post full functional check out, ran unit for about 3 hours with testing catheter and trainer without issue. The fse then calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: e3

Event description:
N/a.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an error a77 autofill failure. The users swapped out the console to continue treatment without issue, and turned it over to biomed for resolution. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.